Manufacturer narrative:
(B)(4). The incident sample has been requested but to date has not been received for evaluation. If the sample is received or if additional information pertinent to the incident is obtained a follow-up report will be submitted.

Event description:
The customer reported that during surgery, the seal could not be completed event though an end tone was heard. No bleeding noted. No tissue damage. No pt injury.